Event description:
It was anonymously reported that a patient using an ilet insulin pump experienced incorrect glucose readings that prompted insulin delivery, after which the patient experienced a hypoglycemic event with associated convulsions and stopped breathing, as relayed by the patient¿s unidentified spouse; the medical device problem and device component were not specified. Symptoms included hypoglycemia, seizure, and difficulty breathing with no glucose level reported. Outcomes included hospitalization with an ICU stay for blood glucose stabilization. Investigation included analysis of information provided by a third party. Investigation of this case revealed no findings due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If more information becomes available and/or the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.